Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and it was difficult to open. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
11/13/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.